Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio found improperly seated batteries and installed 2 new batteries as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device keeps turning off while on the stand in med unit when you hit a bump on the road. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.